Event description:
It was reported that 14 of the bd micro-fine ultra¿ pen needle were clogged. The following information was provided by the initial reporter, translated from italian to english: the patient reports that the needles often do not work properly. In particular in this package she reports malfunctioning of some needles (as many as 14) from which the drug does not flow properly.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that 14 of the bd micro-fine ultra¿ pen needle were clogged. The following information was provided by the initial reporter, translated from italian to english: the patient reports that the needles often do not work properly. In particular in this package she reports malfunctioning of some needles (as many as 14) from which the drug does not flow properly.